Manufacturer narrative:
Section e3: correction. Section d10, h3, h4: additional information. Manufacturer's investigation conclusions: the reported event of the motor making a strange noise and overheating was not confirmed. The centrimag motor (serial #: (B)(6) was returned for analysis and was evaluated and tested. The motor was visually inspected, and no anomalies were found. The motor functioned as intended and preventative maintenance was performed successfully. A safety test was performed. All tests were performed per procedure. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during regular ECMO (extracorporeal membrane oxygenation) support, the perfusionist noticed evident overheating and a strange sound coming from the motor. The motor was exchanged and the unit was removed from use after discontinuation of support. No consequences to the patient were observed.